Event description:
It was reported that ink-like foreign matter was found on the non-patient end of the bd micro-fine¿ pro pen needle. The following information was provided by the initial reporter, translated from japanese: "according to the user's verbatim report, when opening the tear drop label, there was something like a ink on the needle npe."

Manufacturer narrative:
H6: investigation summary: one open 32g x 4mm pen needle sample and three photos were returned from lot. No. 2110717, cat. No. 320559. Visual examination was carried out on the returned sample and photos and black marks were observed on the cover. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Black marks occurred due to the moulding press stopping whilst heats remained on the injection unit.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that ink-like foreign matter was found on the non-patient end of the bd micro-fine¿ pro pen needle. The following information was provided by the initial reporter, translated from japanese: "according to the user's verbatim report, when opening the tear drop label, there was something like a ink on the needle npe."